Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) showed diminished ventricular sensing. The rv lead remains in use. No further patient complications have been reported as a result of this issue.